Event description:
A patient reported they were taken to the emergency room due to low symptoms and low readings on the meter-"in the 30s". Patient meter allegedly was reading inaccurately low and "the display kept fading out." The result on their meter was "in the 30s." The results on the doctor's and the hospital's meter "were about 40 points higher" than the customer's. The time difference between patient's meter and hospital's meter is unknown. Treatment was unknown. No further information has been reported.